Manufacturer narrative:
Evaluation: the actual lot number of the gepd-7-5 device involved in this complaint was not provided. As the lot number was not provided; therefore it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation; therefore the root cause of this complaint could not be conclusively determined. Prior to distribution, geenen pancreatic stents are subjected to visual inspection to ensure device integrity. A review of the manufacturing records for the lot number involved in this complaint report could not be carried out as the lot number involved in the complaint was not provided. A review of the 2-year complaints history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. The complaint could not be verified as the device was not returned for evaluation. There were no adverse effects on the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The patient was female and had a biliary and pancreatic stent in place. On removal of the stents, the physician used a snare and managed to catch both stents at the same time to remove them. After removal, the physician found that the 5fr pancreatic stent had broken at the distal flange. He went back into the pancreatic duct and located the piece, but he could not remove it although he was able to cannulate it with a wire. Nothing else that he had was able to fit over the wire and through the stent. He was not able to pass another stent past the fragment. The duct was dilated. There were no adverse effects on the patient as a result of this occurrence.